Event description:
Hill-rom received a report from the account stating the brakes will not lock (brakes not holding). The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the pt's foot end brake was not working. The brake was not holding due to a worn out pad. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced brake pad on pt foot end brake to resolve the issue. Based on this info, no further action is required.